Event description:
It was reported that a patient presented for a lead revision due to developing tricuspid regurgitation. The physician did not state that that the right ventricular (rv) lead caused or exacerbated the tricuspid regurgitation. The physician elected to explant the rv lead and replace with a leadless pacemaker. The patient was stable following the procedure.

Manufacturer narrative:
As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.